Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customers blood glucose (bg) read "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection.